Event description:
In an x-ray taken about 10 weeks after the surgery, the distal expandable section of the hip peg seems to be detached from the rigid, proximal shaft. At the area of welding of the parts. Although not confirmed it may be that the patient fell (as per their physician). According to the report of july 2002 the patient is walking and some callus is seen.